Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-09760. During follow-up, high threshold and decreased sensing amplitudes were observed on the right ventricular (rv) and right atrial (ra) lead. Diagnostic imaging was performed and revealed that both leads were dislodged. The leads were repositioned to resolve the event and the patient was in stable condition.